Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system had poor image quality. Rse suggested performing epx customization and iq review with patients, and the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that image quality was poor. There was no report of harm. Philips has started an investigation of this complaint.